Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-02931 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) (2) MFR # for product code unk_preface sheath (preface® guiding sheath with multipurpose curve).

Event description:
It was reported that a patient underwent an atrial tachycardia ablation procedure using a preface sheath and a thermocool® smart touch® sf bi-directional navigation catheter (stsf). The patient experienced pericardial effusion that required pericardiocentesis and ventricular tachycardia (vt) which required defibrillation (referred to as "shocked" in the event description). After going transseptal using an intracardiac echocardiography (ice), the physician had noticed that there was an effusion developing on ice. Cardiac perforation was suspected but not confirmed. Sinus rhythm was restored, and about 700cc of fluid was removed from the patient. When they were obtaining access for the pericardiocentesis, the patient went into vt, and had to be ¿shocked¿. The physician was unsure of the cause when I last spoke to him. Potential causes he discussed included the transseptal puncture, though he reported no difficulty with it. Prior to transseptal, we mapped the right atrium with an stsf and noted a high force event and this was also discussed as a possible cause. The patient improved but required prolonged hospitalization. Patient was sent to intensive care unit (ICU) for continued monitoring of pericardial effusion post pericardiocentesis. No ablation was performed prior to noting the pericardial effusion. The event occurred immediately post transseptal. Irrigated catheter was out of the patient body at the time. There were no error messages observed on biosense webster equipment during the procedure. Initially, this event was reported only for the thermocool® smart touch® sf bi-directional navigation catheter (stsf) under manufacturer report number 2029046-2023-02931. It was reported as a conservative measure against the ablation catheter, despite the ablation not being performed and because mapping was performed prior to the adverse event. Additional information was received on 08-dec-2023 which identified a preface sheath was also used for the procedure. It was also reported that the high force event previously referenced was an instance of a high force reading on the ablation catheter that caused the screen to flash in warning of the high force. Per the system setting the warning flash occurred over 40g of force. The catheter was in the right atrium at the time. No troubleshooting was performed. The physician relocated the catheter to a different location where it was not pressing with such high force. Cardiac perforation was not confirmed.